Event description:
It was reported that during an endovascular embolization, an EU 4.5 x 28 mm stent 12 mm dw tip stent (product code: enc452812, lot number: 9061887) was impeded in distal end of an unspecified microcatheter (mc) and could not pass through the microcatheter. The doctor only retracted the stent alone and switched a new one to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. The surgeon did have an extra set of hands to support while flushing aligning the enterprise system. A twisted type push plunge rhv was being used. The doctor increased force to remove the delivery wire. The stent was still attached to the delivery wire. An enterprise1 of same product code was the replacement stent. Additional information states that the event did not result in any undue procedural delay that could be considered clinically significant. A prowler select plus microcatheter was used. Other devices were successfully used with the microcatheter prior to or after the encountered resistance. It was not necessary to remove or replace the microcatheter. The left mca was the target vessel. The device did not appear damaged at any time. Nothing was noted to be obstructing the microcatheter. Continuous flush was maintained. The introducer was flushed until liquid was visible at the distal end of the slit in the clear tube. The tip of the introducer firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. Based on the product analysis of the device received, the embolic stent was bent.

Manufacturer narrative:
Manufacturer ref# (B)(4). This MDR submission is being filed to report the product analysis results for the returned device. The embolic stent was found to be bent, and the findings meet u.s. FDA regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device was returned to j&j medtech for further evaluation. A non-sterile EU 4.5 x 28 mm stent 12 mm dw tip stent was received in a decontamination pouch. Upon receiving the device, visual inspection was performed and dried blood residues were found on the stent and introducer. The device was flushed to dissolve the dried blood residue. While attempting to advance the stent inside the introducer, resistance was met. Microscopic inspection was performed on the stent component, and the stent appeared to be detached from the retraction bump. One of the proximal stent struts was bent. The positioning coil of the delivery wire was found kinked. Lake region medical did review the device history records related to the manufacturing, inspecting and packaging of the lot 9061887. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the impeded condition of the stent is confirmed. It is possible that in an effort to overcome the impeded condition reported, excessive force was inadvertently applied during the device advancement which ultimately led to the stent detachment from the delivery wire and the damaged delivery wire and stent strut. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.